Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no: 324911, batch no: 8289703. It was reported that during use of the bd ultra-fine¿ insulin syringe the needle is missing. The following information was provided by the initial reporter: consumer reported when she removed the shield she noticed needle is missing. She verified the needle with hub remained stuck inside the shield. Sample available. Incident date-(B)(6) 2019; item# 324911; lot# 8289703; expiration date- 09/30/2023.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc syringe. Customer states that the needle with hub remained stuck inside the shield. The syringe was returned with the hub-need/shield assembly separated from the barrel. No damage to the barrel was observed. A review of the device history record was completed for batch# 8289703. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As per investigation completed by manufacturing, "on 01jul2019, holdrege received (1) loose 0.5ml, 31ga, 6mm syringe from material 324911, batch 8289703. The sample was decontaminated per hstr-17 and hqa-68 prior to evaluation. Visual inspection of the sample found the needle assembly to be detached from the barrel. There was no evidence of damage to the barrel tip. There was some evidence of stress on the collar of the hub, but it was not cracked. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no notifications or maintenance dispatches during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined. Acr19-04-007 and scr19-04-003 addressed this issue by replacing the sensor eyes with cameras for more accurate measurement of raised needle assemblies."

Event description:
Material no: 324911 batch no: 8289703. It was reported that during use of the bd ultra-fine¿ insulin syringe the needle is missing. The following information was provided by the initial reporter: consumer reported when she removed the shield she noticed needle is missing. She verified the needle with hub remained stuck inside the shield. Sample available. Incident date-(B)(6) 2019;item# 324911; lot# 8289703; expiration date- 2023-09-30.